Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having trouble connecting to their implant unless the controller is very close to the implanted neuro stimulator. Patient said they have to keep the controller right over the back of the implant to get it to change the different settings. Patient mentioned they got a replacement controller about a month after they got the implant. A request was sent to the repair department to replace the controller. Patient called back for assistance pairing the replacement controller. Agent walked patient through successfully pairing to device. Patient called back repeating issues with communication between controller and implant. Patient said they still would sometimes have to put the controller right over the implant to connect. Patient confirmed they'd been sent replacement controllers already, but issue continued with the replacements. Agent redirected to doctor to further address the communication issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they met with manufacturer representative (rep) and the issue is resolved. Patient said that they rebooted the battery in controller and said rep was very nice person. Sometimes they still have to take controller clear around to battery side to get it to pick up.